Manufacturer narrative:
(B)(4). The device was requested but was not available. The lot number was not available therefore a batch review will not be performed. A follow-up MDR will be submitted if any additional information is becomes available.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during initial drain. Gts assisted the home patient (hp) to clear the alarm by cycling power. Gts reviewed proper procedures and advised the hp to start over with new supplies. Product surveillance (ps) spoke with the hp, who said he did not notify his nurse. Ps recommended contacting the nurse whenever air is found in the setup. The hp said he resumed therapy using new supplies. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was not confirmed. The root cause was undetermined. A labeling review was not completed because no use error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).